Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited rapid decrease in estimated battery capacity from 27 percent to nine percent in a six-month time frame. The patient would be scheduled for a change out procedure in the near future, however to date has not been scheduled. The field representative indicated that the physician did not provide serial number specific information, however a field representative will be assisting in the procedure and that information is expected to be available to obtain at that time. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.